Manufacturer narrative:
The meter and test strips were requested for investigation, however, the test strips have been discarded and will not be returned. The meter was provided for investigation where it was tested using retention controls and master lot strips. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result alleged by the customer was not observed in the meter memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter was 5.1 inr at 9:37 a.m. The result from the laboratory at 10:00 a.m. Was 2.4 inr. The result from the laboratory was believed to be correct. The patient's coumadin dose was held for 1 day based on the meter result. The patient's therapeutic range is 2 - 3 inr. The patient is feeling ok.